Manufacturer narrative:
(B)(4). Batch # unk. Maude event report form #mw5068531.

Event description:
It was reported that during an unknown procedure; the physician went to insert the stapler, the stapler misfired and would not open. The physician was then able to slowly slip it off appendix. There were no adverse patient consequences reported.